Manufacturer narrative:
Product complaint#: (B)(4). Additional information: component code: g07002 product not returned. Additional information has been requested and the following was received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Was the broken drain removed completely from the patient? It was broken outside of the patient's body. Were any pieces left inside the patient? It was broken outside of the patient's body. If yes, was the patient taken back to the operating room to remove the broken drain surgically? If not already removed, are there any plans in place to remove the drain from the patient? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. We regularly contact with sales rep about the device returning. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on (B)(6) 2022 and a drain was used. During surgery, suction could not be done and then it was noticed that the drain had been broken. The product was used on shoulder. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.